Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol 3dmax mesh on (B)(6) 2015. As reported the patient is making a claim for an adverse patient outcome against 3dmax mesh. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol 3dmax mesh on (B)(6) 2015. As reported the patient is making a claim for an adverse patient outcome against 3dmax mesh. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2015 - patient was diagnosed with left inguinal hernia thereby underwent laparoscopic repair with the implant of 3dmax mesh. Per operative notes, ¿a 3dmax mesh was placed into the abdomen and positioned it correctly with the medial aspect of the pubic tubercle with a good overlay. The fat and contents that had previously been involved with the direct inguinal hernia were removed. The pneumoperitoneum was removed and the abdomen set appropriately up on top of the mesh.¿ (B)(6) 2021 - patient was diagnosed with recurrent left inguinal hernia thereby underwent open repair. Per operative notes, ¿the hernia sac was identified. Once the defect was reduced, it was repaired with an unknown mesh that was placed into the defect.¿ (there was no visualization/mention of 3dmax mesh). Attorney alleges that the patient had hernia recurrence.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 6 years 2 months post implant of 3dmax mesh, the patient was diagnosed with hernia recurrence. The instructions-for-use supplied with the device lists hernia recurrence as possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-oct-2013) is considered to be a best estimate. Updated fields: a2, b3, b4, b5, b7, d4 (product catalog no, corporate lot no, expiry date, UDI no), g1, g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.